Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient turned off the ipg about 6 months ago. In turn, the ipg became inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue.